Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 06/2018) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately one year and twenty-four days post a stent placement in the distal superficial femoral artery stenosis, the subject had an adverse event of femoropopliteal occlusion in the right superficial femoral artery. It was further reported that the adverse event resulted in re-intervention which was performed on the same day post a stent placement. The re-intervention involved on the target lesion with in-stent restenosis of hundred percent initial stenosis. Bare metal stent graft was placed to treat in-stent restenosis. Treatment re-intervention was successful, and the outcome of the adverse event was resolved with ten percent final residual stenosis. The current status of the patient is unknown.

Event description:
It was reported through the results of a clinical trial that approximately one year and twenty-four days post a stent placement in the distal superficial femoral artery stenosis, the subject had an adverse event of femoropopliteal occlusion in the right superficial femoral artery. It was further reported that the adverse event resulted in re-intervention which was performed on the same day post a stent placement. The re-intervention involved on the target lesion with in-stent restenosis of hundred percent initial stenosis. Bare metal stent graft was placed to treat in-stent restenosis. Treatment re-intervention was successful, and the outcome of the adverse event was resolved with ten percent final residual stenosis. The current status of the patient is unknown.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. Manufacturing review: the lot was manufactured in june 2016. Lot information is no longer available in the regular enterprise resource planning system (jde). Based on the event information provided there is no indication that a manufacturing process may have caused or contributed to the reported issue. Therefore, a DHR review is considered to be not required. Investigation summary: the stent was not returned for evaluation. The stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g. Restenosis, thrombosis, vessel occlusion. Holding and handling of the system for regular deployment was found sufficiently described. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.